Event description:
Two pt samples with discrepant calcium results. Pt 1, (male) initial result gave 5.2 mg/dl; repeated three times giving 5.0, 6.5 & 6.4 mg/dl. No erroneous results were reported. The field service rep determined the cause of the discrepancy to be due to the rinse mechanism not rinsing properly, and adjusted rinse on cell rinse mechanism and cleaned nozzle manifold. Performance tests were performed and within specification.

Event description:
Two pt samples with discrepant calcium results. Pt 2, in 2008, initial result gave 7.4 mg/dl; repeated twice gave 8.6 and 8.9 mg/dl. No erroneous results were reported. The field service rep determined the cause of the discrepancy to be due to the rinse mechanism not rinsing properly, and adjusted rinse on cell rinse mechanism and cleaned nozzle manifold. Performance tests were performed and within specification.